Event description:
Multiple episodes of mal/non-function of fixed ge monitor in the operating room. First unable to obtain acceptable EKG; replaced all leads. Second, placed a-line and got wave form but no numeric reading. Third, floated s-g catheter and obtained very damped wave form. No dicotic notch on pa tracing; unable to discern any wave form at all on cvp tracing.